Event description:
Boston scientific received information that this patient presented to the clinic not feeling well with an intrinsic heart rate in the 50 bpm range with no benefit of rate response from the pacemaker because the battery was depleted. The pacemaker was checked and did not respond to a magnet or interrogation. It was noted that two months ago, the device was nearing, but had not yet reached elective replacement indicator (eri). Boston scientific technical services (ts) was contacted and discussed that based on the battery longevity remaining two months ago, the battery should not have declared end of life (eol) as of yet. The device was subsequently explanted and replaced with no additional adverse patient effects noted.

Manufacturer narrative:
The device was returned and is currently in analysis. Upon completion from analysis, this report will be updated.

Manufacturer narrative:
The product analysis was reopened to inspect the device battery further. Laboratory technicians found that the device performed normally once the battery had been removed and was substituted. The root cause of the reported observations was determined to be a micro-short within the battery itself. This type of battery is no longer being used in boston scientific devices.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had no telemetry and a memory download could not be performed. Visual inspection showed marks on the device casing, likely from electro-cautery. The device case was then opened and an external power supply was attached. Several resets had occurred sometime prior to being returned. When the device battery returned to a normal power level, all telemetry operations were normal and a memory download was completed. Analysis of the device memory indicate the device had depleted well past end of life (eol). Technicians noted that devices that have a heavily depleted battery can cause system resets due to telemetry or other activities. A series of automated electrical/functional tests were then conducted and no issues with basic sensing and pacing were verified. Laboratory analysis was unable to determine the root cause to the reported observation of premature battery depletion.